Event description:
It was reported by the customer on (B)(6) 2010 that there was a device port overheat message at 8 watts from the console (auraxp) of the laser system during the middle of the procedure. The customer was advised by technical support to decrease the wattage from 8 watts to 7 watts in order to continue the procedure. Per the customer and technical support, the same device port overheat message occurred at 7 watts as well. The customer was not able to continue the procedure with this device. The procedure was aborted and no pt injury was reported.